Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The partial lead was returned in segments and analyzed. The distal conductor was fractured and distorted. The defib conductor was distorted. Several conductors had blood/body fluid (not obstructed). The inner tubing was melted and cut. The outer insulation was melted, was breached cut, and had cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient received inappropriate shocks. It was also reported that there was a patient alert due to right ventricular (rv) lead impedance increasing suddenly. It was also reported that the lead had oversensing and a suspected lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. The distal conductor was fractured and distorted. The defib conductor was distorted. Several conductors had blood/body fluid (not obstructed). The inner tubing was melted and cut. The outer insulation was melted, was breached cut, and had cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Performance data was collected from the device and analyzed. One patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. Weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 513 to 4047 ohms peak between (B)(4) 2012. One patient alert for lead failure predictor on (B)(4) 2012. Five lfp high rate-ns <= 202 ms average v-cycle on (B)(4) 2012. Fourteen (14) ventricular nst<=190 ms on (B)(4) 2012. Five vf<=190 ms average v-cycle on (B)(4) 2012. Ventricular short interval count v-sic=861.4 counts avg/day, in 5.97 days, between (B)(4) 2012.